Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the sensor was sticking to the delivery system. The sensor was deployed and implanted after a clinically significant delay of thirty minutes. The patient experienced no adverse consequences.

Manufacturer narrative:
The delivery catheter was returned for analysis. The sensor was not available for return as it remains implanted. No visual anomalies were noted on the catheter, and the reported event could not be reproduced during analysis.